Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a under-delivery anomaly. Blood glucose value was 600 mg/dl at the time of the incident. The customer was hospitalized after passing out due to the high blood glucose value on (B)(6) 2018. The customer treated with the IV drip. Troubleshooting was not performed. The emts discovered that the cannula was bent. The insulin pump will not be returned for analysis.